Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise. The patient was asymptomatic. Noise could not be reproduced with isometrics or pocket manipulation in the clinic. All electrical measurements were stable. The device sensitivity was reprogrammed and the patient would continue to be monitored.